Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the needle was sticking out and the customer also state that the introducer needle fractured while in the body. The customer¿s blood glucose was unknown at the time of incident. Troubleshooting was performed. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected one opened/used partial insertion needle and performed visual inspection and checked insertion needle for burrs/hooks and dull needle tip defects and none was found. Found needle in full during analysis. Insertion needle passed per specifications. Missing one sensor. (B)(4).